Event description:
It was reported, the patient had a urinary tract infection. A positive urine culture was noted. This was indicated to be a worsening or exacerbation of a pre-existing condition. The patient also experienced increased frequency with dysuria. The patient was given a 7 day course of macrobid and the event resolved without sequelae on 2011 (B)(6).

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, v673560, implanted: 2011 (B)(6); product type lead. (B)(4).